Manufacturer narrative:
Per caller "this was placed in 2023 on po: (B)(4). Machine pushes air but not meds through the cup." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per caller "this was placed in 2023 on po: (B)(4). Machine pushes air but not meds through the cup."